Manufacturer narrative:
The carevo is equipped with two side supports to secure the patient. Each side support in the carevo has two handles. By using them at the same time, the side support can be folded or unfolded. The device inspection conducted by an arjo technician revealed and confirmed that the carevo side supports can be locked and unlocked correctly, even without the springs (3 spring brackets (part of the locking mechanism for the side support) were missing). There was not possible to recreate the event. The device was repaired and missing spring brackets were inserted. The instruction for use (IFU) provides information that when side supports are raised to a desired position they should lock and click into place. A caregiver should ensure that the side supports are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ based on the information gathered in the course of this investigation, the side support locking mechanism locked and unlocked correctly. Therefore, it seems that the side support was not locked and not checked to be in locked position. To sum up, the concerto did not meet its performance specifications as side support opened unintended. The event occurred during use with the resident. This complaint was decided to be reported to regulatory authority due to customer allegation which stated that the resident fell off the device. Minor injury was reported.

Event description:
Arjo was notified of an incident involving a carevo shower trolley where a patient fell from the device while showering. According to the information received, the patient was lateralized on the side holding onto the side support, when the support unexpectedly released and the patient fell. The caregiver was on the other side of carevo. As a result, the patient suffered a hematoma on the right knee.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that a patient fell out of the device. No injuries were reported.

Manufacturer narrative:
The conclusions will be provided within the follow-up report once the investigation is completed.